Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("sharp stabbing pelvic pain/pain") in an adult female patient who had essure (batch no. B09704) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (laparoscopic right essure coil removal on (B)(6) 2014).at the time of the report, the device dislocation, abdominal pain, abdominal pain lower and female sexual dysfunction outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers, but despite treatment, plaintiff's symptoms did not improve and, as a result, in (B)(6) 2014, plaintiff met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Despite treatment, plaintiff's symptoms did not improve, and a result, on oct-2015, plaintiff met with doctor to discuss available treatment options, including the possibility of having the surgery to remove the essure micro-inserts. On (B)(6) 2014, plaintiff underwent a laparoscopic right essure coil removal and tubal ligation, in hopes to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 3-sep-2013: confirming full occlusion of fallopian tubes; on an unknown date: migration of essure device . Most recent follow-up information incorporated above includes: on 26-jul-2018: pfs received an event " apareunia (inability to have sexual intercourse)" added. Lot number added. Patient information added. Outcome of event " pain" is recovering. Historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device/ migration of essure device location of device: uterus") and pelvic pain ("sharp stabbing pelvic pain/pain") in a 23-year-old female patient who had essure (batch no. B09704) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 6 months 11 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (laparoscopic right essure coil removal on (B)(6) 2014) . Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, abdominal pain, abdominal pain lower and female sexual dysfunction outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers, but despite treatment, plaintiff's symptoms did not improve and, as a result, in (B)(6) 2014, plaintiff met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Despite treatment, plaintiff's symptoms did not improve, and a result, on (B)(6) 2015, plaintiff met with doctor to discuss available treatment options, including the possibility of having the surgery to remove the essure micro-inserts. On (B)(6) 2014, plaintiff underwent a laparoscopic right essure coil removal and tubal ligation, in hopes to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes; on an unknown date: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received- pt changed from device dislocation to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("sharp stabbing pelvic pain/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic right essure coil removal on (B)(6) 2014) and surgery (laparoscopic right essure coil removal on (B)(6) 2014). Essure was removed. At the time of the report, the device dislocation, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers, but despite treatment, plaintiff's symptoms did not improve and, as a result, in (B)(6) 2014, plaintiff met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Despite treatment, plaintiff's symptoms did not improve, and a result, on (B)(6) 2015, plaintiff met with doctor to discuss available treatment options, including the possibility of having the surgery to remove the essure micro-inserts. On (B)(6) 2014, plaintiff underwent a laparoscopic right essure coil removal and tubal ligation, in hopes to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was added. Event: migration of essure device was added. On (B)(6) 2018: non significant clinical information. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("sharp stabbing pelvic pain/pain") in an adult female patient who had essure (batch no. B09704) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (laparoscopic right essure coil removal on (B)(6) 2014). At the time of the report, the device dislocation, abdominal pain, abdominal pain lower and female sexual dysfunction outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, abdominal pain lower, device dislocation, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers, but despite treatment, plaintiff's symptoms did not improve and, as a result, in (B)(6) 2014, plaintiff met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Despite treatment, plaintiff's symptoms did not improve, and a result, on (B)(6) 2015, plaintiff met with doctor to discuss available treatment options, including the possibility of having the surgery to remove the essure micro-inserts. On (B)(6) 2014, plaintiff underwent a laparoscopic right essure coil removal and tubal ligation, in hopes to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes; on an unknown date: migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (laparoscopic right essure coil removal on (B)(6) 2014). At the time of the report, the pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical attention from her health care providers, but despite treatment, plaintiff's symptoms did not improve and, as a result, in (B)(6) 2014, plaintiff met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Despite treatment, plaintiff's symptoms did not improve, and a result, on (B)(6) 2015, plaintiff met with doctor to discuss available treatment options, including the possibility of having the surgery to remove the essure micro-inserts. On (B)(6) 2014, plaintiff underwent a laparoscopic right essure coil removal and tubal ligation, in hopes to remove the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.